Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 non-defib lead; (B)(6) 2011. (B)(4).

Event description:
It was reported by the patient that "they can feel a tapping inside, like an electrical jolt at times" and wanted to know why this happened. The physician checked the device and didn't know why this happened but reprogrammed some settings. The physician informed the patient that some patients are more sensitive and can feel when their device starts pacing the heart. The device remains in use. No patient complications have been reported as a result of this event.